Event description:
Additional information from the manufacturing representative (rep) indicated that they we adjusted the patient¿s stimulation levels to be below threshold so there was no more vibrating that was uncomfortable, which resolved the issue. Pt called back from number registered re-reporting information previously documented in this case. Pt called regarding controller replacement in rtg0370615 however, when pss was reviewing on/off button with pt, they said "no wonder they had problems" with the stimulation. Pt said they were using a different screen to get stim off but don't usually get it off. Pt said they would arrow down to get stimulation to calm down because they couldn't sleep on back because it was going crazy. Pt said they were nervous about turning stimulation on/off because they thought they would be doing something wrong. Pss reviewed stim on/off button again with pt and pt confirmed that they understood.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt wanted to know if they could get a new controller battery since pt claimed it was not working right. Pt gets a red triangle on the implant battery showing it registered at 0%. It gives a warning with the red triangle not holding a charge at all. Pt had taken the controller battery out today to see if it would improve at all. On friday pt met with their medtronic rep and they took the pts controller and said pt would not have anymore stimulation and they knew what was wrong so it no longer stimulated the pt when sitting. Pt went home and throughout the next day pt was vibrating on their side and back causing them to not be able to sleep. Pt tried decreasing the stimulation and it not stopped. Pt went home and used a lot of the implant battery so they went to recharge and it took a long time to recharge. Pt said the last 2 or 3 nights they cant turn left or right for they were vibrating and that was their problem. Pt noted the last two nights when they wake up they have a red triangle for the ins battery. Pt will go to bed with 100% and wake up with 0% when it was 50% before. Pt said it was not holding a charge through out the night. Pt noted one time they woke up and the ins battery was at 30%. During the night it was using more battery when it never use to. Pt noted they had increased the intensity a week ago for pain. Pt was convinced the controller battery needed replacement. Pt only had their simulation at 4.0 for their back and the other ones were at 3.9. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp